Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 38 mg/dl. The customer stated that she ate breakfast and took a five hour nap. The customer stated that she goes low when she does not eat and she does not eat while she is sleeping. The customer stated that she had issues with the sensor. The customer was advised that she received a lost sensor because she had disconnected the sensor from the mar.